Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/23/2019. H3 evaluation: one empty opened overwrap, a labeled winding former with a re-parked needle and a tangled suture of product were returned for analysis. During the visual inspection of the sample, it was observed that needle was broken in the swage area. Also, there are slightly marks on the body needle. The suture was examined for visual inspection defects and there was a needle piece attached in the suture. The assignable cause of the broken needle cannot be concluded, and an additional evaluation is necessary. The sample will be forward for further evaluation to determine the failure mode. Needle evaluation: a failed suture needle was submitted for fractographic evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mlh744-f2515 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent atrial fib procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off when pulling on the thread to perform the stitch. The needle stayed on the cutaneous plan at the level of the point of punction (femoral vein). The needle has been removed without any incision but it was a delicate act. There were no adverse patient consequences reported.